Event description:
A monitor was alarming and the infant was found on the floor awake and alert. It was reported that a rear access port door was found open. The hospital biomedical group reported damaged components were found on the port door latch assembly, which were replaced prior to the visit of hill-rom air-shields service engineer on november 10, 1998. No injury resulted.